Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis was able to confirm the reason for return, a loose electrocardiogram connector and additionally noted that the stylus was bent, the latch of the cable bay door was broken, the wifi sticker was loose/detached, the paper tray was nearly empty, the cooling fan was noisy and there was a "fried electronics" smell from the power supply. The electrocardiogram connector, stylus, cable bay, wifi sticker, cooling fan and power supply were all replaced, new software was installed, paper was added, the stylus was calibrated and the device was cleaned. It then passed electrical safety and all final functional and systems tests. (B)(4).

Event description:
It was reported that the programmer had a loose electrocardiogram connector. The programmer was returned for service. No patient complications have been reported as a result of this event.